Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints within associated lots. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -12.00 diopter tore during loading. The lens was implanted.

Manufacturer narrative:
Corrected data: b5 - the lens was implanted should be removed as it is n/a. Claim#: (B)(4).